Manufacturer narrative:
The last calibration performed on 03-dec-2021 was ok and there were no alarms. Controls were outside of range initially. The customer ran maintenance, calibrated, and then ran controls again; controls were within range. The field service engineer could not determine a cause and could not reproduce the issue. All syringe seals were replaced. Air purges and reagent priming were performed. Ise checks, calibration, and controls were run 3 times each and all passed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they started receiving voltage alarms on one channel of the cobas 8000 ise module, then later they started receiving receiving delta checks for patient sample results measured on the second channel. Patient samples were repeated and an unspecified number of patient samples tested with ise indirect na for gen.2 had discrepant values that were 6-10 mmol/l lower upon repeat. Corrected reports were issued for approximately 50 patient samples. Specific data was provided for one patient sample with discrepant na results. The patient sample initially resulted in a na value of 149 mmol/l which was reported outside of the laboratory. The sample was repeated, resulting in a value of 140 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.